Event description:
It was reported by the rep that the device was used during a thoracoscopy with bleb resection. It was reported the stapler cartridge fell out of both devices when removing them from the lung tissue. Both were retrieved with no adverse pt outcome.